Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the during functional testing, the device failed to charge energy. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical canada evaluated the device and the device performed to specification. The device was recertified and returned to the customer. During the investigation it was determined that the customer was testing the device using an analyzer. The customer simulated ventricular tachycardia with 120 bpm. The device is programmed to charge when the ventricular tachycardia is greater than 150 bpm. This indicates that the device was not supposed to charge as it did not meet the criteria of greater than 150 bpm. Reports of this nature are typically not considered to be medwatch reportable as there is no potential for clinical impact. Analysis of reports of this type has not identified an increase in trend.